Event description:
It was reported, the patient was receiving stimulation, however, at times she felt her pain pattern break through the stimulation . The physician opted to replace the ipg to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Evaluation: results - the device as received functioned and communicated with all lab utility. It drew idle current within specification (3-15ua). There was no alleged device failure to meet specification. Visual inspection of the ipg revealed minor scratches on the exterior. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.